Event description:
Vancomycin self pressurized pump malfunction. Pump malfunctioned, pump core bulged, and did not deliver the full antibiotic dose. Route: IV. Dates of use: 2008. Diagnosis or reason for use: bacteria infection.